Event description:
On (B)(6) 2009, the pt reported that an e4 (occlusion) error was displayed on his infusion device and he was in a hurry to get to work, so he decided to change the insulin cartridge and infusion set. When he removed the insulin cartridge, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment. He stated that he immediately dried the insulin from the cartridge compartment. He was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.